Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed that an electrical/electronic component failure occurred - this was further presumed to have arisen from expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the wireless laser footswitch to the service center for a separate issue. During the device analysis, the device exhibited error 139. There was no patient involvement.